Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 39565-65 (serial: (B)(6); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient could feel stimulation down their legs and into their feet with the intensity set at 0 and stimulation turned off. It was reported that a connection and impedance check showed all green. The patient stated that the issue started intermittently about a year ago. The issue was ongoing. The manufacturer representative indicated they would send any further information as they become aware.